Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and three limb extensions on (B)(6) 2013. Upon follow up the physician identified component separation between the two limbs. The physician implanted two additional limbs to correct the issue.